Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter. No symptoms were reported however, the customer had contact with a healthcare professional who administered oral glucose for treatment. No further information was provided.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following section, h1: type of reportable event, has been updated as death was erroneously selected on the initial report.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter. No symptoms were reported however, the customer had contact with a healthcare professional who administered oral glucose for treatment. No further information was provided.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.